Manufacturer narrative:
(B)(4) concomitant medical products: 14-103660, univ 2-hole shl 60 mm lnr sz 25, 408880. Ep-105995, epoly 36 mm rlc lnr mrom sz25 ze 25, 919920. The 51-106100, tprlc 133 mp type1 pps so 10.0, 2685453. Unknown, unknown screw, unknown. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right hip surgery. Subsequently, the patient reported postoperative moderate pain, discomfort, problems walking about, problems with washing/dressing self, and problems with usual activities at the six month and one-year follow-up visits. Attempts have been made and additional information on the reported event is unavailable.